Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Clog test was conducted on 7pcs retention samples and all no needle clog fail found. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. No additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd micro-fine¿+ pen needles was unable to deliver insulin/medication. The following information was provided by the initial reporter: customer used the pen needle those were purchased at the pharmacy (name not available) a week ago. A box of 28 needles were blocked during daily use, and they were injected once a day. It was suggested to replace the injection pen, but the customer did not accept it, indicating that it was the needle problem, customer hoped to get contact as soon as possible.